Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5095740. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported on (B)(6) 2020 that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. A voluntary medwatch was received on 08/28/2020 with documentation regarding medical intervention. It was reported that the patient¿s skin reaction consisted of an allergic reaction which radiated down the arm. On (B)(6) 2020, dexcom¿s medical safety contacted the patient¿s mother who confirmed the patient had been evaluated by a healthcare personnel (hcp), diagnosed with cellulitis and prescribed oral antibiotics. Since the event, the patient started using the tandem pump and hydrocolloid barriers under the sensor patch with success. No additional patient or event information is available.